Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to symptomatic hyperglycemia on (B)(6) 2018 with blood glucose of 519 mg/dl. The customer did experience symptoms such as nausea, vomiting result of high blood glucose. The customer was treated by insulin fluid and insulin drip. Customer was unable to complete care link upload the insulin pump will not be returned for analysis.